Event description:
It was reported that the right atrial (ra) lead dislodged during a valve replacement procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694265 lead implanted: (B)(6) 1997. (B)(4).